Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tlh on an unknown date in november or (B)(6) 2019 and an absorbable hemostat was used. The patient developed an abscess. The surgeon used the full 3 gram and didn¿t irrigate. The patient may have been readmitted to the hospital and/or had a longer hospital stay. The patient may have had pains like fever and aches. He scanned the patient to see they had an abscess. The patient is fine now. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/09/2020.